Event description:
It was reported that during surgery, foreign substances were found inside the sterile product when the nurse opened the sterile package. A product that the nurse opened was able to be used for the surgery. There was no patient impact, but a delay of approximately 0¿15 minutes occurred due to the preparation of a backup product. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.